Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that needle sftygld 25x1 rb mck had a safety device difficulty. The following information was provided by the initial reporter: material no: 306616 batch no: unknown (provided 1168030 not in sap) it was reported that the needles are longer and the safety device is not user friendly. Verbatim: she stated "she said these needles are longer and the safety device is not user friendly. It is taking twice the time to give vaccines." Account manager reported, per customer. Customer reported: these needles are longer and the safety device is not user friendly. It is taking twice the time to give vaccines.

Manufacturer narrative:
H6: investigation summary . Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that needle sftygld 25x1 rb mck had a safety device difficulty. The following information was provided by the initial reporter: material no: 306616 batch no: unknown (provided 1168030 not in sap). It was reported that the...needles are longer and the safety device is not user friendly. Verbatim: she stated "she said these needles are longer and the safety device is not user friendly. It is taking twice the time to give vaccines.". Account manager reported, per customer. Customer reported: these needles are longer and the safety device is not user friendly. It is taking twice the time to give vaccines.